Manufacturer narrative:
The biomedical engineer (bme) reported that when they admitted a patient onto a central nurse's station (cns) tile / bedside monitor, and the patient is admitted to their correct tile / device. Then in another patient tile, it removes an existing patient name and duplicates the patient name with the one that was just admitted. The vitals on the other tile are for the other patient but it is listed under the incorrect name. This same patient name also showed up on the bedside monitor as well. This issue occurred at around 7am when the patient was admitted. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional information: product code for the central monitor system has always been mhx.

Event description:
The biomedical engineer (bme) reported that when they admitted a patient onto a central nurse's station (cns) tile / bedside monitor, and the patient is admitted to their correct tile / device. Then in another patient tile, it removes an existing patient name and duplicates the patient name with the one that was just admitted. The vitals on the other tile are for the other patient but it is listed under the incorrect name. This same patient name also showed up on the bedside monitor as well. This issue occurred at around 7am when the patient was admitted. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that when admitting a patient to the central nurse's station (cns), a previously admitted patient's ID was overridden by the new patient's information. The other patient's tile was showing that patient's vitals, but it was listed under the incorrect name. No patient harm was reported. Investigation summary: the issue could not be investigated due to the customer not having provided the necessary device logs. As such, a root cause could not be identified. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. T. Additional device information: d10: concomitant medical device: the following devices were being used in conjunction with the cns. Bedside monitor model: csm-1901a sn: (B)(6). Bedside monitor model: csm-1901a sn: (B)(6).

Event description:
The biomedical engineer (bme) reported that when admitting a patient to the central nurse's station (cns), a previously admitted patient's ID was overridden by the new patient's information. The other patient's tile was showing that patient's vitals, but it was listed under the incorrect name. No patient harm reported.